Manufacturer narrative:
Cts confirmed the customer's claim (provue sample camera barcode misread) in the review of the provided log files. Upon further discussion with the customer, the customer reports the end of the barcode to the sample in question appears very faint. The customer reprinted the sample barcode which appears much darker and the provue consistently read that barcode correctly as "(B)(4)". The customer indicates their understanding as to why the provue may have misread the barcode due to the quality of the barcode label. Cts has confirmed that no incorrect or erroneous results have been reported as a result of this concern. This instrument has been investigated. On (B)(4) 2016 an ocd field engineer (fe) arrived at the customer site. The fe states the scanning failure was related to this sample barcode, a reprint label scanned ok. The fe proactively cleaned the carousel crown, did sample camera alignment & optics adjustments. The fe concluded that the failure was related to a failure with the barcode label. The fe contacted gss service engineer for assistance. The fe stated this issue is isolated to one sample barcode. The fe has confirmed that the sample camera either cannot read the label or if it does it does give an ID other than what the label says it is. The fe has performed sample camera adjustment and the result is the same for this one label. All other labels read correctly. The fe stated the customer also read this label with the handheld barcode scanner and it also reads it incorrectly. Gss service engineer instructed fe issue appears to be with the label itself considering the camera and hand held scanner both read it the same way. The investigation determined that the most likely root cause of this event was the quality of the barcode label.

Event description:
The ortho provue misread sample ID (B)(4). No incorrect or erroneous results were reported as a result of this incident. (B)(4).